Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient´s grandson drove her to the emergency room (ER) due to suspected dka. She was unable to do bg before being taken to the ER. She only recalled that the reading on her dexcom app was around 230 mg/dl before passing out. She was not sure if sensor was being inaccurate at that point in time as the only reading, she recalled was around 230 mg/dl. No error messages or alert in the dexcom app. The patient was admitted to the ICU for a month as she was unconscious for a month and diagnosed with dka. The patient didn´t remember any medication given, even said that she didn´t recall if any of her family member was there. The patient was sent to the specialty hospital on (B)(6) 2026 and discharged on (B)(6) 2026. At the time of the report the patient was fine. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On 12/16/2025, it was reported that the patient´s grandson drove her to the emergency room (ER) due to suspected dka. She was unable to do bg before being taken to the ER. She only recalled that the reading on her dexcom app was around 230 mg/dl before passing out. She was not sure if sensor was being inaccurate at that point in time as the only reading, she recalled was around 230 mg/dl. No error messages or alert in the dexcom app. The patient was admitted to the ICU for a month as she was unconscious for a month and diagnosed with dka. The patient didn´t remember any medication given, even said that she didn´t recall if any of her family member was there. The patient was sent to the specialty hospital on (B)(6) 2026 and discharged on (B)(6) 2026. At the time of the report the patient was fine. No other details were documented. The root cause of the customer¿s experience was undetermined. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 8:53 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 3 days and ended due to unknown reasons on (B)(6) 2026. There was no bg calibrations attempted during the sensor session. On the date of the reported event (12/16/2025) the egvs were above the high threshold for the entire day until around noon when the egvs began to fall and eventually went below the high threshold (240 mg/dl) at 2:03 pm. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.